Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Device evaluation: opened patient interface received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Visual evaluation results were found within specifications. The reported event was not confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface (pi). This was discovered after patient contact. The pi was switched out and the procedure was completed successfully.